Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was cracked and unresponsive and became frozen on the unlock screen. Reportedly, the reason for the cracked screen was unknown. Customer¿s blood glucose was 119 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.